Event description:
Caller reported that a malfunction occurred on the pump, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction reoccurs, which was acknowledged and understood by the caller.